Manufacturer narrative:
Investigation pending.

Event description:
Caller alleging receiving discrepant inratio values. On (B)(6) 2013, lab 1.4, inratio 2.0. Time between testing 2 hours. Pt's therapeutic range 2-3. Pt self tester tests weekly. Results have not been above 1.8 for several weeks (values not given). Coumadin increased from 5 to 7.5mg approximately (B)(6). Inratio 2.0 on (B)(6). Pt felt sensation in armpit area and went to ed. Blood clot from PICC line diagnosed and pt was given lovenox for days beginning (B)(6). Inratio retest 2.5 on (B)(6).